Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Resistance was reported with the back-up pre-loaded dfr00v model intraocular lens (iol) #2 - sn: (B)(6). After closely inspecting the iol, the doctor noted the iol was cracked while it was still in the cartridge. There was no patient contact with the iol. The procedure was completed using a non-johnson & johnson iol #3 (vivity edof). No further information is available. A separate report was filed for back-up dfr00v model intraocular lens (iol) #1 - sn: (B)(6).